Manufacturer narrative:
Complaint no: (B)(4). This report is for an unknown titanium adapter. It was reported that the patient experienced a peritonitis event in (B)(6) 2013. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis (apd) therapy. The cause of the peritonitis was unknown. It was reported that the patient was not hospitalized for the peritonitis event. Treatment and outcome of the peritonitis event was not reported. Apd therapy was ongoing. Additional information was requested, but is not available. This is report 2 of 4 involved in this event.